Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The lot# rxmw was returned for evaluation of the ¿ceramic sheath broke¿. The user¿s complaint has been confirmed. A visual inspection was performed and found the ceramic insulation at the distal end of the inner sheath was broken and not returned for evaluation. Approximately 30 percent of the insulation tip was missing from the device. Additionally, the broken portion of the ceramic sheath was producing a sharp edge. Based on the evaluation, (unintended) user error/hanlding potentially caused or contributed to the reported broken ceramic insulation tip. The instructions for safe use (IFU) states the following: - examine this device prior to use. Do not use if damage is found. - always keep sheath parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. However, based on similar events the most probable cause of the reported event could be attributed to unintended operator¿s technique. The instruction manual provides warning to mitigate the risk of patient harm and device damage which states, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. ¿ as a preventive measure, the instruction manual also states to perform operation tests and before using, feel the entire surface of the instrument for dents, protrusions, or other irregularities¿do not use if damage is found. If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic resection procedure, the ceramic sheath broke and fell into the patient. The device fragment was retrieved. There was no unexpected bleeding reported. The patient did not require any additional procedures or hospitalization. The intended procedure was completed. There was no patient injury reported.